Event description:
This IV prep complaint was received post smith & nephew's remedial action (voluntary recall) to prevent an unreasonable risk of substantial harm to the public health (ref. Recall #3006760724-030211-001r). Blood infection leading to hospitalization. Patient reports that one day in early december he felt sick and had elevated temperature which caused him to go to the hospital. Patient was admitted and stayed for four days and was treated with around the clock IV antibiotic's. Patient cannot recall the name of the antibiotic.

Manufacturer narrative:
Smith & nephew was contacted regarding the above described incident, which was reported as a field complaint for "infection-general/systemic" and "skin irritation/reaction". No product was returned by the customer and no lot number was provided. Control samples (from stock) of all lots of IV prep wipes produced at this manufacturing facility were analyzed by an independent test laboratory and met finished product specifications with no evidence of microbial contamination found. Batch records for the lots indicate all specifications were met at the time of release and no inconsistencies were noted. An independent medical review concluded there was no correlation between the reported symptoms and the use of IV prep wipes. (B)(4)